Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026. The event occurred on the first day of use. The insertion site was the leg. The infusion set was in use for one day. The blood glucose level was 300 mg/dl, and the patient was treated with the pump. The patient replaced the infusion set and resumed insulin successfully. No further information available.